Manufacturer narrative:
The investigation, including root cause determination is in progress. Event problem codes provided by the manufacturer. This report mailed in to FDA on: 07/13/2007.

Event description:
Site reported undercorrections. Upon review of data provided by the physician, it was determined that this pt did not exhibit an undercorrection; however, the pt exhibited a 1 line decrease in bcva at 3 months post-op in the left eye. This report is for the left eye. The right eye will be reported under manufacturer report # 1061857-2007-00373. Additional information has been requested.